Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three months after the permanent implantation of the device from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure